Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery, pre-dilatation was performed followed by an attempt to advance a 2.75x28 rx xience prime stent delivery system. The stent system could not cross the lesion. After multiple attempts to advance the stent system, the proximal shaft separated. The stent system was simply withdrawn from the anatomy and a same size rx xience prime stent system was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the failure to cross was due to the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.